Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient had experienced mood swings, severe depression, and anxiety. On (B)(6), the prialt was removed from the pump and was replaced with preservative-free saline. Then, on (B)(6), the saline solution was replaced with morphine. At the time of report, the patient was doing excellent and was receiving effective therapy.

Event description:
It was reported that the patient was not responding well to prialt. The patient was reportedly having ¿psych side effects¿ that required hospitalization. It was indicated that the pump contents needed to be emptied and replaced with saline. At the time of report, there was no patient injury.